Manufacturer narrative:
(B)(4) - during a follow up call it was discovered that this is not an invacare product. They are (B)(4).

Event description:
User alleges that the forearm crutches keep breaking and coming apart. Is afraid he will fall and hurt himself one day. No injury is alleged.

Event description:
User alleges that the forearm crutches keep breaking and coming apart. Is afraid he will fall and hurt himself one day. No injury is alleged.